Event description:
On (B)(6) 2010, a former consultant to csa medical reported that a pneumothorax occurred at mary washington hospital center during treatment with the csa system. Pt had a pneumothorax requiring chest tube placement. The pt had symptoms in the operating room, but a chest x-ray performed in the post anesthesia care unit diagnosed the cause as a pneumothorax. The pt was likely hospitalized for greater than 24 hours before making a full recovery. The pt died a few weeks later as a result of his lung cancer. The treating physician, although remembering anecdotal details, does not remember the name of the pt involved in this event and was not able to consult the medical records for additional info. Consultant estimated time of event as approx 9 months prior.